Event description:
It was reported that a male patient was admitted for a torn rotator cuff tear. During the surgery an arthrocare speedscrew was inserted. The distal portion of the screw that attaches to the inserter broke off in the patient. The physician elected to leave the proximal portion in the bone. No items being returned on this RMA.

Manufacturer narrative:
Voluntary medwatch report (B)(4) received by manufacturer from FDA.